Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system presented to the intensive care unit (ICU) of the hospital for evaluation had reported experiencing presyncopal episode and lightheadedness. The pacemaker system was interrogated and found the right ventricular (rv) lead exhibited oversensing noise that appeared to have led to pacing inhibition. It was noted patient is pacing dependent. A temporary pacing wire was placed on the patient while the physician prepped for a revision procedure. It was also noted the pacemaker showed a 108 percent increase in power consumption. The physician called technical services (ts) and requested a disk data analysis due to concerns of device issue. Disk data was analyzed and engineering determined the pacemaker appeared to be operating normally. It is believed the increase in power consumption is due to the lead issues observed. At this time, no additional adverse patient effects were reported. At this time, the pacemaker and rv lead remain in service.